Manufacturer narrative:
(B)(4). Date sent: 10/30/2024. D4: batch # x7054k. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "it was stated that the surgeon had stapled the intestine and has to make an anastomosis. Please clarify: what type of device was used initially to staple and make the anastomosis? Please provide product code and lot #. Did the initial device used malfunction, causing the bleeding? If so, please provide detail of the alleged device malfunction." Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and fifteen(15) clips were found inside the clip track. The event reported was confirmed and it is related to improper use of the device. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a right sided colorectal cancer surgery, stapled intestine and made anastomosis. Bleeding from the staple line. Oozes with blood from the small intestine side. Tried to staple with device and no clip comes out. Another device opened to complete the procedure. There was no harm or consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/31/2024. Additional information was requested and the following was obtained: "we put an ileostomy back into the robot but started with laparoscopic adhesion removal and removal of an ileostomy and a colostomy. Were both stacked off the belly wall with an echelon gst reload 60mm blue before the robot was connected. No problems with the launch. Due to bleeding from the stapler line on the small bowel, I would apply a 5mm ligaclip (only had 8mm robotic ports so it had to be a 5mm ligaclip.) It wouldn't fire though so I got a new one which worked.¿.